Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Difficulty inflating the stent delivery system (sds) can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. Return of the vision sds and indeflator used during the procedure may have aided in the investigation and determination of cause for the reported difficulties. Without the product to examine, a conclusive cause could not be determined. As a search of the lot history record indicated no non-conforming material records for this lot and a query of the complaint database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the left anterior descending artery, the balloon did not inflate during attempted deployment of the rx vision stent. The indeflator was exchanged and the balloon did not inflate. Balloon rupture was not suspected. The stent system was removed from the anatomy. A new vision stent system was used successfully to treat the target lesion. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.